Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device on 05/30/2025. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 11am, the patient was feeling ill, vomiting, lightheaded, weak, couldn¿t stand, and was dehydrated. The patient was trying to drink water but continued to vomit. The patient¿s cgm was reading 300 mg/dl and the bg meter was reading 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s husband called ems and the patient was taken to the emergency room (ER). At the ER, the patient¿s cgm and bg meter values were not reported, however, the patient was diagnosed with dka and admitted to the ICU. The patient was treated with IV insulin and another unspecified IV. The patient was hospitalized for 2 days and then discharged on (B)(6) 2025 with a prescription of lactulose (for constipation). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.